Manufacturer narrative:
The instrument will be returned to the manfucaturer for investigation. The incident relates to the old power supply. The instrument was returned but unfortunately the power supply wasn't included in the return package. There was no indication of soot or burn on the instrument and it started up when used with a new power supply. Afinion crp control was tested and passed, as well. In conclusion, the issue is considered related to the power supply used at the moment of the event.

Event description:
Customer reported that there had been sparks coming from the connection between the afinion s100 instrument (serial number (B)(6)) and the power supply (serial number (B)(6)). Customer reported that they thought the fault was with the power supply as they had tried to power on the instrument using a power supply from another instrument and it seemed to work. Customer has not used the instrument since the incident. Customer confirmed no one was harmed by the observed sparks and no one had experienced static electric issues at any time. Power supply will be returned together with the instrument.

Manufacturer narrative:
The instrument will be returned to the manufacturer for investigation. The incident relates to the old power supply.

Event description:
Customer reported that there had been sparks coming from the connection between the afinion s100 instrument (serial number (B)(4)) and the power supply (serial number (B)(4)). Customer reported that they thought the fault was with the power supply as they had tried to power on the instrument using a power supply from another instrument and it seemed to work. Customer has not used the instrument since the incident. Customer confirmed no one was harmed by the observed sparks and no one had experienced static electric issues at any time. Power supply will be returned together with the instrument.)